Event description:
It was reported that the power suddenly went out, and just before the device lost power, numbers were displayed vertically. Per reporter, the issue occurred during patient use at the facility. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. Review of the event history log (ehl) showed an error 41622. The probable cause of the issue could not main board. The main board was replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.